Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead was damaged during an explant procedure. Specifically, the lead broke at or near the tines and a portion of the lead remained in the patient. The physician was going to attempt to remove the lead fragment remaining in the patient the following day. Additional information was requested.